Event description:
The complaint is classified based upon information given to the customer car advocate by the patient/layperson on february 8, 2008. The patient alleged her onetouch ultra2 meter results were inaccurately erratic. All products were replaced. Because the patient has not responded to this medical affairs specialist's calls, a follow-up letter was sent. All results are in mg/dl, the correct unit of measure. The patient stated, she was discharged in 2008 after a 10 day hospitalization. The patient tested at 10:25 a.m that day, obtaining a "low". Low indicates the blood glucose is below 20 mg/dl. At 9:10a.m et, approximately four hours before calling customer service on 2/8/08, her blood glucose again was "low". Nine minutes later, the patient tested again on her meter with one of her sister's ultra test strips, result 148. The patient did not complain of symptoms or medical intervention. The next result noted in the meter's memory was "low" taken the previous month at 8:40 a.m et. The patient indicated she was shaking "badly" before testing. The patient ate 4 oz of fat free milk on cereal and orange juice after testing. Because she continued to shake, she called her physician who told her to go to the ER. "I told him that I would be dead if it [glucose] was below 20." The patient indicated she went to the ER, as advised by her doctor, in the afternoon one day later. The meter's memory contained no results for the prior day. She was treated with 3 units of insulin after a result of 295 on the ER meter and ultimately hospitalized. The exact diagnosis was not provided. Although the patient had used all of her test strips, she recalled that "some strips looked faded on top where you [touch] the blood." Since the vial was empty, no control solution test could be run. Given the patient's allegation of hospitalization and insulin treatment following repeated low results while using the test strips, the complaint is classified as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental.